Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of a yeast as streptococcus agalactiae in association with the vitek® ms (ref 410895, serial (B)(6)). Investigation the investigator reviewed the biomérieux complaint database for similar issues. No other similar complaints have been recorded against the vitek® ms instrument for the referenced organisms. There are also no capas nor non-conformities against vitek® ms instrument that can be linked to the customer¿s complaint. Fine tuning according to the vilink alert tool criteria, fine tuning was at the limit during the tests made on (B)(6) 2021. However, a new fine tuning was performed on (B)(6) 2021. This tuning did not meet all of the necessary criteria - median of number of peaks: 83 instead of minimum at 100. Fine tuning status might not reflect the real status of the system; good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation spot preparation was not optimal as the calibrator ¿all peaks¿ values are heterogeneous. Knowledge base the expected identification is unknown as no reference method was performed to confirm the ID. While identification cannot be confirmed, the customer knows the organism is a yeast, thus the sample cannot be s. Agalactiae. Reprocessing the submitted data obtained the reported misidentification. In order to correctly identify yeasts, the fungi protocol must be used - in this case, the operator used the incorrect protocol. Using the fungi protocol, the result obtained is ¿no identification¿ instead of a misidentification. Conclusion root cause of the customer¿s issue was due to operator error ¿ wrong testing protocol used. (Wrong settings applied during fine tuning leading to non-optimal fine tuning). Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ (B)(6)) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of a yeast as streptococcus agalactiae in association with the vitek® ms (ref 410895, serial (B)(4)). The organism was confirmed to be a yeast with wet mount. There is no indication or report from the customer that the misidentification led to any adverse event related to the patient's state of health.